Manufacturer narrative:
Further information from the reporter regarding the event and product details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported slider was not working well, offering too much resistance against the xen45 gts. Surgery was completed with another xen. Side unknown.